Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the ipl was advanced to the left bundle branch. After repeated attempts, the ipl was difficult to put in place. The guide catheter was withdrawn, and it was found that the guide catheter was slightly bent. The guide catheter was replaced with another of the same guide catheter. It was also reported that during the ipl implant, the pacing threshold and impedance was very high. After changing the ipl position, the threshold and impedance remained high. Therefore, a different ipl was implanted, with better pacing parameter, peak time and electrocardiogram. The procedure was successfully completed. No patient complications have been reported as a result of this event.